Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 26-millimeter (mm) transcatheter bioprosthetic valve it dislodged into the ascending aorta. During the procedure it was identified that the position of the valve was high and it was diagnosed that a second valve was required. A second 26mm transcatheter bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: d-evprop23-29, serial/lot # (B)(6), ubd: 15-jul-2023, UDI#: (B)(4) and product ID: d-evprop23-29, serial/lot # (B)(6), ubd: 12-aug-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received which indicated that during the procedure blood loss occurred. Anemia was identified as a hemoglobin drop of 3% magnesium occurred. The anemia was attributed to the blood loss that occurred during the procedure and possible to an unspecified sheath. A blood transfusion was administered. On the day of the valve implant procedure the hemoglobin measured 8.5. The anemia also reported to have prolonged the hospitalization and had resolved three days following the valve implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated/corrected data: b5 - the fifth paragraph is additional information. Corrected the entire b5 to include the high grade atrio- ventricular (av) block/complete heart block (chb) that required a permanent pacemaker. This information was captured in regulatory report # 2025587-2022-03304. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 26-millimeter (mm) transcatheter bioprosthetic valve it dislodged into the ascending aorta. During the procedure it was identified that the position of the valve was high and it was diagnosed that a second valve was required. A second 26mm transcatheter bioprosthetic valve was successfully implanted. During the procedure blood loss occurred. Anemia was identified as a hemoglobin drop of 3% magnesium occurred. The anemia was attributed to the blood loss that occurred during the procedure. A blood transfusion was administered. A high grade atrio-ventricular (av) block was identified. Subsequently, a permanent pacemaker was implanted. The av block resolved one day following the valve implant procedure and required prolonged hospitalization. No additional adverse patient effects were reported. Additional information was received which indicated that on the day of the valve implant procedure the hemoglobin measured 8.5. The anemia also reported to have been possibly related to an unspecified sheath, prolonged the hospitalization, and had resolved three days following the valve implant procedure. No additional adverse patient effects were reported. Additional information was received which indicated that a pre-balloon aortic valvuloplasty (bav) had been performed. The valve implant procedure occurred via the right femoral access with a minimum access vessel of 7 millimeter (mm). One unit of packed red blood cells had been transfused. Patient anatomy reportedly had not contributed to the event. As reported, the anemia and blood loss was not related to the delivery catheter system (dcs) in-line sheath, rather an external sheath. The high atrio-ventricular block was classified as third degree atrio-ventricular block. The pacemaker was implanted two days following the valve implant procedure. No additional adverse patient effects were reported. Additional information was received that the day prior to the valve implant procedure the hemoglobin measured 11.1. It was now reported that the anemia had not prolonged the hospitalization. No additional adverse patient effects were reported. Additional information was received from the physician that indicated severe calcification of the patient anatomy could have contributed to the dislodgement. The blood loss was reported as minor bleeding from the right common femoral artery (cfa) at the end of the valve implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The referenced atrio-ventricular block and pacemaker are captured in regulatory report # 2025587-2022-03304. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that a pre-balloon aortic valvuloplasty (bav) had been performed. The valve implant procedure occurred via the right femoral access with a minimum access vessel of 7 millimeter (mm). One unit of packed red blood cells had been transfused. Patient anatomy reportedly had not contributed to the event. As reported, the anemia and blood loss was not related to the delivery catheter system (dcs) in-line sheath, rather an external sheath. The high atrio-ventricular block was classified as third degree atrio-ventricular block. The pacemaker was implanted two days following the valve implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 - annex d conclusion: additional information was received from the physician that indicated severe calcification of the patient anatomy could have contributed to the dislodgement. Upon review of this additional information, the reported severe calcification of the patient anatomy is a likely contributing factor to the dislodgement. However, it could not be confirmed with the information available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated h6 - eval code result conclusion: the subject delivery catheter systems (dcs) nor valve were not returned to medtronic for analysis and no procedural images were provided for review. A medical safety technical assessment was performed. The following is a summary of its findings; based on the available information, the cause of the dislodgement could not be determined. Potential factors that could influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels, but a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. Vascular complications, such as bleeding, are a known potential adverse patient effect per the evolut pro plus system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities), and/ or procedural effects (sheath used, user technique, puncture cut location). Based on the information available, an assignable root cause of the vascular complication could not be determined and a relationship to the dcs could not be established. There was no information to suggest that a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 method code for both delivery catheter systems (dcs) -discarded medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the day prior to the valve implant procedure the hemoglobin measured 11.1. It was now reported that the anemia had not prolonged the hospitalization. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.